Manufacturer narrative:
(B)(4). (B)(6).

Event description:
A complaint was received by a distributor of combur 10 test strips that a customer of theirs had received false positive results for nitrates on every test they conducted. The customer was a nurse who suspected an issue with a vial of strips since all of the samples being tested were positive for nitrates. The nurse retested with another vial of test strips and the nitrate results were negative. Specific details about the number of samples or patients affected was not provided. It is unknown if the erroneous results were released outside of the laboratory. There was no allegation of an adverse event. It was stated that the nitrate pad on the unused strips in question were discolored. This could be an indication that the vial was not closed properly between uses. The nurse had no qc material to test. The vial of strips in question have been requested to be returned for investigation.

Manufacturer narrative:
The customer returned a strip container of lot 22251502 which contained 67 of the 100 test strips. Upon visual investigation some discolorations of different test pads were noted, specifically the nitrite pad was pink. Measurement of the customer test strips is not possible due to the discolored test pads. The test strips of the received customer material shows a typical error pattern which is caused by humidity. Either humidity was brought inside of the vial or the test strips were contaminated outside of the vial and returned to the vial. No further customer complaint has been received for this lot. The error was probably caused by mishandling. In relation to strip handling the package insert states "in order to avoid exposure to moisture, the vial must be closed immediately after removal of a strip, using the original stopper, which contains a drying agent."

Manufacturer narrative:
The relevant retention material of lot #22251500 was visually checked with native urine and a nitrite dilution series. There were no false positive results observed.